Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was a cashier at a store and, since they started their job, they noticed a twitching sensation in their right foot, similar to the sensation they had in the bicycle seat area. This sensation started a few days prior to the report, confirming it was in (B)(6) 2017. They were worried that the machine they used to deactivate the security sensor on movies had an effect on their implanted neurostimulator (ins). They were going to follow-up with a healthcare professional (hcp) to have the ins checked. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the patient reported on june 30th she saw a urologist because she was a cashier for her job and when she walked in and out of the store, through the detectors, the patient felt like she got electrocuted in the bicycle seat area. The patient stated she talked to the healthcare professional (hcp) and he suggested to turn the device on/off when going in and out of the building. The patient stated she also experienced a twitch down her leg when she is near the cashier machine. The patient stated she turned stimulation down to help the twitch, however, now she was starting to go more often because she was turning the stimulation down. The patient noted she kept her patient programmer by the cashier. The patient stated it happened every time she goes in and out of the store and while she was at work by the cashier. The patient stated she turned stimulation down to help and turned stimulation off/on when going in and out of the store. The patient stated that was a hassle for her and it took so much of her break. The patient stated she had to use up her whole break and to get the patient programmer and turn stimulation on/off. The patient stated the hcp gave her some medication to relax her bladder to assist with twitch when she had to turn stimulation down. The patient noted the device was for interstitial cystitis. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they got a twitch in their foot when they went near the register. The patient stated that they were put on a new medication for this but did not know the name of the medication. The patient noted that they were around magnets and computers that were messing with their device starting three months prior to report. The patient noted that they had never had this problem before. The patient also reported that they would get a shocking sensation every time they went through the security gate as they walked out of (B)(6). The patient noted that they would be doing that 8 times a night and could not handle that. The patient stated that they had mandatory breaks every hour but sometimes that was not enough and they would have to go more than that. The patient noted that every time they walked through the store this happens. It was indicated that the patient was feeling the shock in the bicycle seat area where the lead was. The patient was advised to follow up with a hcp. No further complications were reported or were expected.